Event description:
It was reported that the patient suffered a right ventricular micro perforation. The physician attempted to reposition the lead but was unable to extend the helix. The lead was explanted and replaced. The patient was stable post during and post procedure.